Event description:
Manufacturer report number: 2017865-2022-17010. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead and the atrial lead exhibited noise over-sensing. No intervention was performed on the leads. The patient was in stable condition and the leads will be continue to be monitored.